Event description:
Company representative reported with an issue of " aw channel clogged", unit no longer flushes. The issue found during reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found the air/water (aw) channel clogged with residues lodged at the channels. This report is being submitted due to the finding of air/water (aw) channel clogged with residues (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation noted the distal end insulation test failed. The s-connector observed to be damaged and the el- connector was corroded. The aw channel found with residues blocking flow of air and water. Air supply volume test failed. Water supply volume test failed. The reported issue of " aw channel clogged", unit no longer flushes" could be confirmed. Failure found noted to be attributed to handling issue, insufficient cleaning. Furthermore, the following defects were identified during device inspection: connecting tube buckling, light guide lens cracked. C-cover dented and scratched. Due to wear of fe lever, u/d knob cannot be locked securely. Aw-cylinder has discoloration. S-cylinder has discoloration. Right/left knob, up/down knob , grip , switch box , s-connector sc cover noted with scratch. Label on s-connector noted damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material clogged the air/water channel, however, the specific material could not be identified and the cause could not be specified. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (channel clogged). Olympus will continue to monitor field performance for this device.